Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert 38 motor stall during a supply change, and multiple restarts did not resolve the malfunction; blood glucose was reportedly stable at 117 mg/dl and not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control and no need for medical intervention. Investigation included troubleshooting education and arrangements for device replacement with return of the original device for assessment. Investigation of this device revealed a device motor stall consistent with a pump mechanical malfunction localized to the drive system. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the motor/drive assembly.